Manufacturer narrative:
Follow-up #1; date of submission: (B)(4) 2014. Device evaluation: the pump has been returned, and it was evaluated by product analysis on (B)(4) 2014 with the following findings: the reported keypad-responsiveness issue could not be adequately investigated due to an unrelated blank display issue; thus no conclusions could be determined in this regard. The relation of the following device failures to the reported keypad-responsiveness issue could not be determined, as the reported keypad-responsiveness issue would have to be duplicated to determine such. Visual inspection revealed that the keypad cover was cut/punctured in the area of the up arrow button. The keypad cover was removed, and no evidence of contamination was found under any of the key contacts. However, it was observed that the keypad flex was damaged. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a button/keypad (damage prior to tactile change) issue. The reporter alleged that the down arrow and ok keypad buttons were over-responsive, and that the up arrow keypad button was both over and under-responsive. Reportedly, the keypad cover was damaged prior to the change in keypad responsiveness. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.